Event description:
During implant, the pacing impedance was elevated and out of range. The lead was replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any anomalies.